Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. D3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional rep.

Event description:
It was reported that the device had a disposable alarm. No patient harm reported.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that the device had an old style clear float switch which is known to crack, and is cracked.. The return tube was cracked, no leaks observed. During the functional testing, the device was working as intended. The most probable cause is the gas/vent filter is not fully primed or the gas/vent filter was not firmly pressed into position to engage the microswitch on the filter block. No actions were taken for the reported problem. The float switch, return tube, o-rings and fan guard were replaced for preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).